Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of distal tip was missing.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. However, it was received and evaluated by an OEM for investigation. The reported failure ¿piece of distal tip missing" was confirmed by the OEM. Visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Alleged problem confirmed: yes. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. In sum, the unit was received and evaluated by an OEM and the reported failure was confirmed.

Event description:
It was reported that a piece of distal tip was missing.